Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that on (B)(6) 2015 the patient was not feeling very well so she went to sleep at 19:30 and as 03:16 the next morning the pod had expired but she did not activate a new pod until 10:23. She was feeling dizzy, weak and had shortness of breath. By 11:00 she arrived at the emergency room where she was diagnosed with diabetic ketoacidosis. She stayed in the hospital overnight and she was treated with insulin, fluids and potassium intravenously. After she was discharged from the hospital, she went to see the internal medicine ward and they treated her with a manual injection of lantus and novorapid.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.